Manufacturer narrative:
H2-h6: a software analysis was initiated. However, according to the available comments, the logs were unavailable. The site replaced the system following the complaint and proceeded with further troubleshooting. As a result, no logs or data will be provided. In the absence of logs, further analysis could be performed, and there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b29, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version: 2.1.0; product ID: 9735764; product ID: 9736411. H3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon bootup one cart displayed black screen filled with white text lines, including "failed to start network service" and the other cart displayed a black, backlit display. It was confirmed system was in its own isolated outlet. The main cart had text and the camera cart had no video detected, when starting network service, the user red outlet held power button for 7 seconds. Troubleshooting was performed, after holding down the power button for 7 seconds, user was unable to power down the system. There was no patient involvement.